Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the probe did not cut during a vitrectomy procedure. The condition of the aspiration and patient were not reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The vitrectomy probe not being functional(not cutting and not aspirating) has not led to a serious injury and it is not likely that a recurrence would result in a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided from the customer indicated the probe's cutting and aspirating (suction) were not functional during a vitrectomy to repair a retinal detachment. The product was replaced and the procedure was completed.